Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed failed battery alarm. Device would not turn on and had reset itself. Customer's blood glucose was unknown. Call was disconnected. No troubleshooting was done. Customer will not be returning the device for analysis.